Event description:
It was reported the processor displayed an error message, e315 communication error. The issue occurred during the diagnostic gastroscopy and colonoscopy. The processor stopped delivering vision to the monitor while the scope was inside the patient. The staff problem solved the event and were able to gain an image and resume the procedure. When the patient was turned for their colonoscopy the issue resumed with the same error code. The error message continued for the next 3 colonoscopes. The staff used alcohol swabs and air to try to clean and remove any water residue from with the cv-1500 processor. The issue resolved and the colonoscopy procedure was completed successfully. The issues resulted in a 60 minute procedure/anesthesia delay.

Manufacturer narrative:
The device was returned and during the evaluation the error code e315 was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported failure could not be identified. Therefore, the root cause of the adverse event could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.